Manufacturer narrative:
The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua(B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). Corrected section d - suspect medical device. Corrected section d8 and h5 for single use device (previously yes to no). Corrected result evaluation code (previously operational problem identified to optical transmission problem). (B)(4).

Manufacturer narrative:
A customer alleged a discrepant result for flu a and b while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During a review of the data, an additional potential false positive flu a and b sample was identified. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for flu a and b while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Initially, a patient sample generated positive results for sars-cov-2, flu a and b but when repeated on a different analyzer, only generated a positive sars-cov-2 result. Only the repeat result was released. During a review of the data, an additional potential false positive flu a and b sample was identified. Per FDA guidance, 2 mdrs will be filed, one per patient. No harm was alleged. According to the customer, specimens were collected using nasopharyngeal samples with the med schanker vtm collection kit. This is not considered a recommended practice. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.